Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pushwire was returned within phenom 27 catheter. The pushwire was extending out from catheter hub. In addition, the sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. In addition, the middle section of the braid was found to be opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The pushwire pushed out from catheter without any issue. The catheter was flushed with water and water exited out of the distal tip. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section as the middle section of pipeline flex braid was found to be fully opened and no damaged. However, the root cause could not be determined. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline could not be opened in the straight section of c4 all the time, but could be opened in the posterior curve of c4. After more than an hour of adjustment, it still failed. When the stent was withdrawn, it was dislodged in the catheter. Pipeline failed to open in the middle section. The middle section of the pipeline was positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing aneurysm, simple flow diversion device reconstruction surgery for treatment of an amorphous unruptured c4 aneurysm with a max diameter of 10mm and a 8mm neck diameter. The landing zone was 2.8mm distally and 5.5mm proximally. The access vessel was the femoral artery. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure was good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.